Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. The device had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It is reported that the patient's insulin pump displayed a button error. The patient's blood glucose level is 101mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.